Event description:
The end user's niece alleges that the end user was driving the motorized wheelchair and fell into a ditch. Allegedly, as a result of the incident, the end user was hospitalized and suffered head injuries.

Manufacturer narrative:
At this time, the power wheelchair is not available for hoveround to conduct an evaluation.